Event description:
Patient called with bending needles. As the patient goes to inject the needle bends before puncturing the skin.

Event description:
Patient called with bending needles. As the patient goes to inject the needle bends before puncturing the skin.